Event description:
It was reported by the patient that she underwent a pelvic floor repair procedure on (B)(6) 2004. Since the procedure, the patient has experienced constant urinary tract infections, urinary urgency, frequency, and pain. The patient has remained on a high dosage of antibiotics. The patient underwent a procedure to loosen the mesh in 2007 and a hysterectomy in 2008. Both procedures were recommended by physicians as a possibility to improve the problem.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).